Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 8 fr pvs device. The pt reportedly had a very fibrous groin from previous procedures. Mark was difficult to obtain. Only one needle presented on deployment. Needle backdown was attempted. Fluoroscopy showed that the other needle presented outside the barrel and did not backdown. The needle was accessed and removed with hemostats in the subcutaneous track. The device was removed without incident. The pt went to successful manual compression and was doing fine. The subject device was not returned to the MFR and was not available for evaluation.